Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, subcutaneous herniation of the pressure regulating balloon (prb) and associated fluid loss were identified, contributing to improper device closure. As a result, the prb was explanted and replaced. The device was cycled under cystoscopy to confirm coaptation. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak, urinary incontinence, migration and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, subcutaneous herniation of the pressure regulating balloon (prb) and associated fluid loss were identified, contributing to improper device closure. As a result, the prb was explanted and replaced. The device was cycled under cystoscopy to confirm coaptation. No further patient complications were reported.